Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 8 atm and did not inflate, and extravasation of the contrast agent was found. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter received for evaluation. During visual analysis no anomalies were noted. On functional testing an inhouse inflation device was used to inflate the balloon and could observed as pinhole rupture from the balloon distal end. Further the microscopic analysis identified catheter tear near the proximal joint. No other anomalies were observed. In the functional testing a pinhole rupture and catheter tear could be observed. Therefore, the investigation was confirmed for the reported balloon rupture and identified catheter tear. A definitive root cause for the reported balloon rupture and identified catheter tear issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.